Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent loss of capture on the patient's lead was observed. The asymptomatic patient presented to the hospital after being woken up by the patient notifier. The device had recorded episodes of non sustained v oversensing as a result of intermittent capture. The capture threshold was assessed in-clinic and found to be elevated. The device was programmed with a lower capture and with autocapture off. The ventricular output was also increased and the patient continued to be followed normally.